Event description:
During surgery, the cable broke on the robot endowrist mega suturecut needle driver. The instrument was removed and replaced. The cable came off its track on 2nd robot endowrist mega suturecut needle driver. The instrument was removed and replaced again.